Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a device fails accuracy +6.75 percent during testing. There was no patient injury.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated.h10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as after running three accuracy tests, the pump was found to be over or under delivering to the manufacturing specifications. Root cause of the reported event is unknown, but the pump was found to over deliver. Trimmed the expulsor to meet manufacturing specifications for accuracy. Product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120, h6: correction: event problem and evaluation codes: conclusion code should have been originally reported as d16.